Manufacturer narrative:
Batch review performed on 06 april 2020: lot 162471: (B)(4) items manufactured and released on 29-jul-2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and did not revise any implants. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.